Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that since implant the patient¿s bladder has never fully empties and barely empties half way. Patient cannot tell if she's ever received 50% efficacy. Patient reviewed that generally when she tried a new program it works ok for about 2 weeks then goes back like she's starting from the beginning. Patient will be having botox next monday to troubleshoot symptoms. During the call: patient confirmed stim is on and increased from 1.2 v on p3 to 1.5 v, stim is comfortable but patient notes she feels it, then doesn't feet it sporadically, no major position changes, patient may have been sitting differently. Caller redirected to follow up with hcp for the following reason: to assess symptoms and discuss stimulation, troubleshoot internal devices as needed. No further complications were reported or are anticipated.